Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer experienced a c-34 error on the integrated electrosurgical unit (iesu). The technical service engineer (tse) instructed the customer to hard power cycle the generator, but the fault returned. The customer stated that bipolar energy worked fine but they were unable to use monopolar energy. The tse advised the customer to use the force triad generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.